Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-related". Therefore it is being reported. Comments from surgeon's operative notes: this is a re-do mitral valve replacement (mvr). Onxmc-25/33 valve leaflet stuck with clot. Valve was explanted and replaced. There is no record of the pt's compliance with anticoagulation therapy. Pt recovered from the surgery.

Manufacturer narrative:
When investigating another explant from this same pt, (reported in MDR # (B)(4)), it was realized that a prior on-x mitral valve prosthesis had thrombosed and it had not been reported to us. This prompted us to report this explant. The explanted valve had been discarded so it is not available for investigation. However, in every case of pathological analysis of a thrombosed valve from (B)(6), the pathologist confirmed that the material was thrombus. There will be no f/u report for this MDR. Review of the device history record for this valve showed that the valve was built per specifications.